Manufacturer narrative:
The rpt'd condition was confirmed however, the exact cause could not be reliably determined.

Event description:
The product was used during an abdominal hysterectomy procedure. Reportedly, on ligation the suture broke. The surgeon applied another suture to complete the procedure. The hosp has reported that no pt injury occurred.